Event description:
It was reported that the user experienced a potential charging issue with the ilet, where the pump beeped and displayed a green charging icon but there was uncertainty about the battery holding a charge; the issue was associated with the battery charger and resolved after charging as the user later confirmed both the ilet and charger were working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.